Manufacturer narrative:
The tech found the hilow head cylinder and hydraulic hose were leaking fluid. The fluid was caught in the base frame. The tech replaced the hilow cylinder and hydraulic hoses to resolve the issue.

Event description:
Tech alleged that the head end hilow has a slow drift. No pt impact.